Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0304660. Medical device expiration date: 2021-10-31. Device manufacture date: 2020-12-10. Medical device lot #: 0333872. Medical device expiration date: 2021-11-30. Device manufacture date: 2021-01-05. Investigation summary: bd had not received samples (material #360060, lot # 0304660 & 0333872), but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for tube stopper function with the incident lot was not observed as the photos did not show the sst tube. Additionally, 5 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to tube stopper function as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the tube sst plh 13x100 5.0 plbl gold br there was poor sleeve function. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "when removing bd tubes from the distal needle present in the customer blood bags, the needle rubber is not returning. There is a leakage of blood out of the perforating rubber in the tubes and a damage to the rubber that covers the needle of the sample collection bag."